Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: the device information for use under precautions states" caution: the use of a laparoscopic tissue extraction bag is recommended for the morcellation of malignant tissue or tissue suspected of being malignant and for tissue that the physician considers to be potentially harmful when disseminated in a body cavity. As morcellation may affect endometrial pathologic examination, preoperative evaluation of the endometrium should be considered. Should malignancy be identified, use of the gynecare morcellex¿ tissue morcellator may lead to dissemination of malignant tissue.

Event description:
It was reported by an attorney that the patient underwent a robotic laparoscopically-assisted hysterectomy and cystoscopy on (B)(6) 2011 and a morcellator was utilized concurrently with a solyx midureteral sling, due to symptomatic uterine leiomyomata and fibroids. The patient was diagnosed with leiomyosarcoma cancer. On (B)(6) 2011, (B)(6) 2012, (B)(6) 2013 the patient underwent multiple surgeries to remove additional tumors, as well as aggressive chemotherapy treatment. It was reported that the patient died on (B)(6) 2014. No additional information was provided.